Manufacturer narrative:
(B)(4). Concomitant products: 2.75x28mm xience xpedition stent delivery system; balance middle weight (bmw) guide wire. The device was received. Investigation is not yet complete. A review of the lot history record and similar complaint query will be conducted. A supplemental medwatch will be filed with all relevant information. The 2.75x28mm xience xpedition sds and the bmw located in the lad mentioned are being filed under a separate manufacturer report number.

Manufacturer narrative:
(B)(4). Evaluation summary: the complaint device was returned. The detachment of the device was confirmed via returned device analysis. Although the reported difficult to remove and entanglement could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that a balance middle weight (bmw) was in the heavily calcified, distal left anterior descending (lad) coronary artery with an unspecified xience xpedition stent delivery system (sds). Another bmw was in the heavily calcified, proximal diagonal coronary artery with a 2.75x28mm xience xpedition sds. After successful stent implantation, and during removal of both the sds and bmw in the diagonal, resistance was met within the guide catheter. All devices, including the bmw in the lad, were removed as a single unit. During removal a snap was felt. Once outside the anatomy, the bmw that had been in the diagonal coronary artery, was separated into two pieces. Both pieces were located within the guide catheter and removed. The physician stated it felt like both the bmw wires became entangled before the separation occurred. There was no clinically significant procedural delay and there were no adverse patient effects. There was no additional information.